Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyd0026 showed no other similar product complaint(s) from this lot number.

Event description:
Powerglide was placed, guidewire was extended and got stuck in the patient. The wire had to be surgically removed.